Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated fallopian tube') and urinary bladder suspension ('vaginal sling implanted') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), migraine ("migraines"), incontinence ("incontinence"), polymenorrhoea ("frequent menses"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia") and cyst ("cysts"), underwent urinary bladder suspension (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral laparoscopic salpingectomy with hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, urinary bladder suspension, migraine, incontinence, polymenorrhoea, dysmenorrhoea, menorrhagia, hypersensitivity, dyspareunia, cyst and uterine leiomyoma outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia, fallopian tube perforation, hypersensitivity, incontinence, menorrhagia, migraine, pelvic pain, polymenorrhoea, urinary bladder suspension and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated fallopian tube') and urinary bladder suspension ('vaginal sling implanted') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), migraine ("migraines"), incontinence ("incontinence"), polymenorrhoea ("frequent menses"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia") and cyst ("cysts"), underwent urinary bladder suspension (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral laparoscopic salpingectomy with hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, urinary bladder suspension, migraine, incontinence, polymenorrhoea, dysmenorrhoea, menorrhagia, hypersensitivity, dyspareunia, cyst and uterine leiomyoma outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia, fallopian tube perforation, hypersensitivity, incontinence, menorrhagia, migraine, pelvic pain, polymenorrhoea, urinary bladder suspension and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.